Event description:
When the vent was just running in september, the alarm rang and then the vent stopped operating when pushed on standby switch. The vent turned on and reset alarm occurred. After that, in 30 to 60 seconds, the vent stopped operation. Since then the vent soon stopped even turned on. No pt harm.